Event description:
It was reported that during the procedure, the distal end of the double j stent shows an abnormal curvature inside the patient's bladder. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient.

Manufacturer narrative:
H6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient. H11: the polaris ultra ureteral stent was returned with the positioner and pouch for analysis. However, the suture did not return. During media and visual inspection, and device inspection under magnification, it was found that the stent bladder coil and stent shaft was kinked. The reported event of stent kinked will be confirmed. It is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the procedure could have caused the kink observed on the shaft and bladder coil. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. Correction to the bsc aware date based on the investigation closure date with the product return analysis. B5, and h6: component codes (2); evaluation method codes; and evaluation result codes has been updated.

Event description:
It was reported that a polaris ultra ureteral stent during a retrograde intrarenal surgery procedure. During the procedure, it was noticed that the distal end of the stent showed an abnormal curvature inside the patient's bladder. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. Block h11: the polaris ultra ureteral stent was returned with the positioner and pouch for analysis. However, the suture did not return. During media and visual inspection, and device inspection under magnification, it was found that the stent bladder coil and stent shaft was kinked. The reported event of stent kinked will be confirmed. It is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the procedure could have caused the kink observed on the shaft and bladder coil. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the procedure, the distal end of the double j stent shows an abnormal curvature inside the patient's bladder. The procedure was completed with another of the same device and the patient condition following the procedure was stable.